Event description:
During a procedure the "guidewire got stuck inside the terumo catheter" and when "the guidewire was removed from the catheter and it was found that approx 50cm fo the ptfe coating was shifted, like damaged, wrinkled," exam of the returned sample revealed that the guidewire coating had been sheared exposing the core wire. Reportedly, there were no pt complications.